Event description:
Patient was at the hospital for a colonoscopy with anesthesia. Following removal of spo2 sensor after the procedure was completed, the patient noticed to have pus filled blister on the finger that the sensor was removed from. Concern for potential mrsa infection, though the patient outcome unknown at this time. Recent history of other possible problems with spo2 sensors.